Event description:
It was reported that a vascular stent began to prematurely deploy while the system was being advanced to the treatment site. The stent was to be implanted in the proximal superficial femoral artery, spanning to the popliteal artery, post successful recanalization with a recanalization catheter. The stent delivery system was advanced from the same femoral access over a 0.018 inch guidewire through a 7 f introducer sheath using an ipsilateral approach. During advancement, the stent began to deploy approximately 4 cm proximal to the distal landing zone. Reportedly, there was no resistance encountered during advancement and the safety clip was in the locked position the entire time during advancement. Once the stent began to prematurely deploy, the physician stopped advancement of the system. The physician then straightened any slack in the system and deployed the remaining portion of stent without further incident. The delivery system was removed from the treatment site and during withdrawal through the sheath it was observed that the delivery system had broke approximately midway in the body of the catheter. Reportedly, the inner stiffening wire stayed intact and the entire delivery system was removed from the pt in its entirety. Angioplasty was then performed within the stent without further incident. Final angiography demonstrated suitable patency results of the stent. No report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of the product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. No additional complaints have been previously reported for this lot number. The stent remains implanted and the delivery system was not returned for eval and no images have been provided, therefore, the reported problem could not be assessed and the investigation is inconclusive. The use of a smaller guidewire than recommended, as was reported, may have been a contributing factor for the premature deployment, as this reduces the stability of the system; however, a definitive root cause could not be determined. The breakage of the delivery system could not be confirmed, as the system was not returned. The instructions for use (IFU) states: "unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back and the proximal end of the red lock lines up with the printed line on the handgrip. Confirm that the stent is still at the intended position after the safety lock slider has been completely pulled back."